Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a product-related difficulty removing the catheter from the patient was inconclusive with the provided evidence. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample terminated near the 45cm depth marker and blood/usage residue was seen throughout. Microscopic examination of the terminating end of the catheter found evidence of both a cut and break. Striation like patterns characteristic to contact with a grind-sharpened instrument were seen in some regions of the catheter end and other regions were relatively dull, granular, and topographically complex; features which were characteristic with a break. Furthermore, superficial cuts in the catheter tubing were seen on and around the 44cm depth marker (7mm from the catheter end). These cuts were linear in nature, contained sharply formed edges, and were also characteristic to contact with a sharpened instrument. It was unknown if the catheter end was potentially a partial cut which then contributed towards a complete break (which may have been related to the original event). If this damage was unrelated to the original event, no other potential cause of difficulty removing the catheter was observed. Ultimately, no additional information was provided by the facility, a follow-up with the facility was unanswered, and it was unknown what may have contributed towards the complainant event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was difficult to remove. The facility was also unsure whether or not the entire catheter was removed or if a segment remained in patient. It was stated the x-ray did not show any anomaly. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was difficult to remove. The facility was also unsure whether or not the entire catheter was removed or if a segment remained in patient. It was stated the x-ray did not show any anomaly. No reported patient injury.